Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed that their right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient had no adverse consequences due to the event.